Event description:
Additional information was received indicating that the high lead impedance was first observed on (B)(6) 2012 and the output was disabled at that time as recommended in manufacturer labeling. Chest and neck x-rays were taken on (B)(6) 2012, that reportedly indicated a "fracture disconnect in the left leads." These x-rays will not be sent to the manufacturer for review. The patient was noted as experiencing a drop seizure on (B)(6) 2012, that resulted in the patient injuring their mouth and teeth. The patient was also noted as having 6 more seizures while in the ER that are believed to be related to the traumatic event. At the patient's previous office visit on (B)(6) 2012, no impedance issues were noted however the specific impedance results were not provided. The explanted lead was returned and underwent analysis. Discontinuities were observed in both the positive and negative coils near the electrode region of the leads. The appearance of the returned lead is indicative that the patient manipulated the lead resulting in the fracture. The lead was severely twisted and showed evidence of a stress induced fracture. Pitting was present at the site of the fracture.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Date of event, corrected data: additional information received indicates an earlier event date than previously specified.

Event description:
It was reported during the surgery that the patient's vns lead was being replaced due to a lead fracture. Further information was requested from the surgeon however none was provided. Attempts for additional information from the neurologist have been unsuccessful to date. Attempts for the return of the explanted lead are in progress. No adverse events have been reported.